Event description:
This is being submitted to report the difficulty to deploy the clip which occurred with the mitraclip clip delivery system (cds), and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was prepared per the instructions for use, prior to use in the anatomy. When an attempt was made to deploy the clip, the actuator knob was turned counter-clockwise 8 times without resistance, but the clip did not deploy. Under fluoroscopy, it was seen that when the delivery catheter (dc) was retracted, the clip retracted with the device. The device was torqued clockwise and counter-clockwise, and the clip successfully deployed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned consistent with the reported information. Measurements of the inner components of the device related to deployment were further measured and met manufacturing specification. The reported difficulty deploying the clip could not be confirmed via returned device testing. Resistance was noted during analysis, while rotating the actuator knob to deploy the clip. The actuator coupler and actuator mandrel were found to be bent. In this case, since there were no issues reported while actuating the clip during the procedure and no resistance turning the actuator knob during clip deployment, this may suggest that the bends occurred during the troubleshooting steps to deploy the clip and subsequently contributed to the resistance experienced during the returned device analysis; however, this cannot be confirmed. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (e.g. Closing the clip too tightly or not returning the arm positioner to neutral prior to deployment). Since the analysis was unable to confirm the reported difficult deployment using a proxy clip, it is possible that there were unidentified procedural interactions (e.g. Curves on the device and/or anatomical conditions) which resulted in increased tension on the device, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficult to deploy; however, this cannot be confirmed. Based on the information reviewed and the evaluation of the returned device, a definitive cause for the reported difficult to deploy could not be determined; however, there is no indication of a product deficiency with respect to clip deployment. Based on an expanded investigation, it was determined that a loose bond between the key and the sleeve shaft was present. The loose sleeve key bond was investigated as part of the quality system procedures and corrective actions have been implemented to address this issue. Review of the device history record found no non-conformances issued for this lot that would have contributed to the reported event, and review of the complaint handling database indicated there had been no similar difficult clip deployment or loose sleeve key incidents reported for this lot.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.